Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. At the time of implant two aortic cuffs were implanted on the contralateral side for bell- bottoming. Aneurysm morphology at the time of implant was not reported. Approximately 1 month ago, the pt presented with a ruptured aneurysm and the 2 cuffs were found to have separated, creating a type 3 endoleak, resulting in aneurysm enlargement and the reported rupture. Open repair was performed where a hemashield graft was used to bridge the gap between the separated components. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: no films or operative reports were provided, unknown cause of component separation, ruptured aneurysm. Conclusion: no films or operative reports were provided, unk cause of component separation. Other, required secondary intervention.